Event description:
Related to MFR report#s: 2183959-2012-01636 and 2183959-2012-01637. It was reported by plaintiff's attorney that the plaintiff was implanted with a perigee with intepro lite on (B)(6), 2009 to treat her stress urinary incontinence and pelvic organ prolapse. Plaintiff's attorney alleged plaintiff experienced complications which required add'l medical care and treatment and/or surgical intervention. Plaintiff's attorney also alleged the plaintiff suffered severe and debilitating injuries including dyspareunia, chronic pain in her pelvis, abdomen, and her back, worsening urination, and mental anguish, as well as other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.